Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the day after the pt was implanted with her scs system she went to the hospital because she was experiencing numbness and weakness in her left leg. Pt's stimulation was turned off and the pt stated the symptoms began to resolve. A CT and myelogram were ordered and no issues were identified. Pt was discharged from the hospital the following day. Follow-up indicated the pt stated she is unable to bare weight on her left leg and is requiring the use of a walker. Further follow-up indicated the weakness resolved although some numbness is expected to resolve over time. The pt's scs system was turned back on and the pt reported effective stimulation coverage.